Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
A visual inspection of the returned product was conducted. The package was received intact despite the fact that the device's outer protective bubble wrap packing tape had adhered to the shrink wrap of the inner product carton. The carton was never opened as evidenced by the shrink wrap remaining sealed and in place. A product development evaluation was conducted and the report indicates that from examining the packaging, it appears that packing tape used to secure the bubble wrap outer protective cushion adhered to the shrink wrap which serves to seal the product's inner carton. All sterile barrier packaging exists inside this inner product carton. The bubble wrap is actually part of the distribution package. The bubble wrap serves as cushioning material which is wrapped around the synthes labeled and shrink wrapped product carton. The sealed sterile barrier packaging was not compromised. Risk assessment 0000012956 v a.34 line 360 provides for a potential cause of hazard as damaged packaging for the hazard of used non-sterile implant however, the sterile barrier of the returned device packaging was not breached. The described tape placement issue appears to be an anomalous incident and there was no breach of the sterile packaging. The packaging design was evaluated and found adequate for its intended use. The disposition of this complaint has been deemed invalid. This device is used for treatment not diagnosis. Placeholder.

Event description:
Consultant reported a sterility issue with the condylar sterile box, 22 hole plate, of an extra long 4.5mm variable angle locking compression plate. The bubble wrap seal was attached to the va lcp sterile barrier and when the plate was removed from the bubble wrap the sterile barrier was broken and compromised. There was no surgeon or patient involvement with the device. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was performed and reported the following. Upon visual inspection it was found the shrinking foil has an approximately 5cm long scratch at the perforation. Based on the complaint description the shrinking foil was damaged during unpacking from a bubble wrap. It is impossible to ascertain how or when this bubble wrap was secured around the package but it looks like the bubble wrap did somehow attach to the shrinking foil. This part was shipped to the us stock and we suppose that it was repacked before it was shipped to the sales consultant to protect the shipment. The bubble wrap is not a part of the manufacturing process and therefore a manufacturing fault can be excluded. The shrinking foil is only a protection of the box and has nothing to do with the sterility barrier as mentioned in the description. The disposition of this complaint is deemed to be invalid from a manufacturing aspect.